Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1274473, medical device expiration date: 2024-09-30, device manufacture date: 2021-10-06. Medical device lot #: 1342855, medical device expiration date: 2024-11-30, device manufacture date: 2021-12-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported that safety device broke off.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2022-mar-11. H6: investigation summary: bd received 20 samples(10 for each batch) for investigation. The samples were evaluated by visual functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported that safety device broke off.